Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection of the external battery and battery cables revealed physical damage. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a connector assembly issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a defective external battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The external battery was beyond repair and was scrapped. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a defective external battery. There was no patient harm or serious injury reported as a result of this incident.